Manufacturer narrative:
The power flex circuit was replaced to correct the problem that was found in service.

Event description:
The ventilator was a demo unit that had been returned to the manufacturer. The carefusion service tech found in a visual inspection that the power flex circuit component jp4, pin 4 was damaged and burned.